Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient&#38112;blood glucose on (B)(6) 2015 was 530 mg/dl with extreme drowsiness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy after replacement, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's total daily dose basal history was not appropriate for the programmed basal rates for an unknown cause. It was reported the basal history was appropriate for the user programmed basal settings. It was determined that a reported recent mental health condition may have contributed to the alleged health event. This complaint is being reported because the alleged serious injury was attributed to an alleged inaccurate delivery issue of unknown cause.

Manufacturer narrative:
Follow-up #1 date of submission 12/15/2015-product analysis: the device was returned and evaluated by product analysis on 11/30/2015 with the following findings: the complaint could not be duplicated or confirmed during investigation. Review of the pump¿s black box revealed no related issues or evidence of abnormal behavior. The pump¿s total daily dose history was appropriate for the user programmed delivery settings. The history appears to be inaccurate due to an exceed-remaining-insulin warning on (B)(6) 2015 followed by a replace cartridge alarm at 19:08; deliveries resumed at 20:09. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, two battery compartment cracks were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).